Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 145 mg/dl. The customer stated that the number kept scrolling when doing bolus. Customer does not recall any significant events leading to keypad issues. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly and no display anomaly or damage to the keypad traces were noted. The keypad connector was fully locked. The insulin pump was programmed with 2 units and monitored. The bolus was delivered with the correct amount of insulin and properly recorded in the bolus history. No delivery anomaly was noted. The insulin pump had a cracked case at the display window corner and a cracked reservoir tube lip.